Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva (ethylene vinyl acetate) total parenteral nutrition (tpn) bag was leaking from the administration port. This event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, a leak was observed at the administration port. Functional testing was performed and a leak occurred at the administration port. The reported condition was verified. The cause is likely due to inadequate application of cyclohexanone being applied to the administration port connector when it was inserted into the tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.